Manufacturer narrative:
A visual and microscopic examination identified that the tip was pinched closed. This type of damage is consistent with guidewire movements during attempts to cross the lesion. It was not possible to insert a 0.015 inch mandrel through the tip due to the damage. Stent damage was identified throughout. The stent struts were squashed throughout the entire length. Solidified blood was present on the catheter tip, therefore indicating the device had been used in vivo. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x12 mm taxus liberte stent would not cross the lesion. The 95% stenosed lesion being treated was located in the tortuous, severely calcified left anterior descending (lad) artery. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage.